Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "had too cut in deep to remove coil". The patient's medical history included multiparous. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included morbid obesity, dermoid cyst of ovary, torsion of ovary, tobacco use disorder, benign neoplasm of ovary and urinary tract infection. Concomitant products included morphine. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("hormonal changes describe:heavy periods cramping/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), migraine ("neurological conditions or problems type:migraines"), headache ("headaches"), fatigue ("fatigue") and pain in extremity ("neurological conditions or problems type:leg pain"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating"), constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("right lower side"). The patient was treated with surgery (on (B)(6)2011 unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, weight increased, abdominal distension, constipation, alopecia, pain in extremity and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essue insertion date ((B)(6)2007) and essure removal date ((B)(6)2011, (B)(6)2011). Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Ultrasound pelvis - on (B)(6)2011: 1. Large left adnexal/ovarian solid mass with no blood flow by color doppler imaging consistent with torsion, 2. Non identification of the right ovary. 3. Tiny amount of free fluid in the cul-de-sac. 4. Sonographically normal uterus. 5. Findings concerning blood flow and possible ovarian torsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, nausea. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and medical record received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nausea, dysmenorrhea (cramping),lower abdominal pain, fatigue, weight gain, bloating, constipation, hair loss, leg pain, did not undergo an essure confirmation test, had too cut in deep to remove coil. Medical history, concomitant drug and lab data were added. Essure removal date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian germ cell teratoma benign ('tumor / teratoma / cancer type: teratoma of the ovary') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "had too cut in deep to remove coil". The patient's medical history included multiparous. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included obesity, dermoid cyst of ovary, torsion of ovary, tobacco use disorder, benign neoplasm of ovary and urinary tract infection. Concomitant products included morphine. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("hormonal changes describe:heavy periods cramping/ dysmenorrhea (cramping)/heavy menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods cramping"), migraine ("neurological conditions or problems type:migraines"), headache ("headaches"), fatigue ("fatigue") and pain in extremity ("neurological conditions or problems type:leg pain"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain/loss specify which one") and experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating"), constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). On (B)(6) 2011, the patient was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant), 4 years after insertion of essure (ess205). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower ("right lower side/cramping"). The patient was treated with surgery (on (B)(6) 2011 unilateral salpingo-oopherectomy and oophrectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, fatigue, weight increased, abdominal distension, constipation, alopecia, pain in extremity, abdominal pain lower and ovarian germ cell teratoma benign outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, ovarian germ cell teratoma benign, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essue insertion date (B)(6) 2007,(B)(6) 2007) and essure removal date (B)(6) 2011, (B)(6) 2011). Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2011: 1. Large left adnexal/ovarian solid mass with no blood flow by color doppler imaging consistent with torsion, 2. Non identification of the right ovary. 3. Tiny amount of free fluid in the cul-de-sac. 4. Sonographically normal uterus. 5. Findings concerning blood flow and possible ovarian torsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : tumor / teratoma / cancer type: teratoma of the ovary,reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.